Event description:
The customer reported that there was a sensor glucose reading of 180 mg/dl, while the customer's blood glucose was 486 mg/dl. The customer stated he was calibrating 7 to 8 times per day and was advised to calibrate 3 to 4 times per day, when blood glucose is the most stable. The customer also stated he received calibration error and weak signal alerts. The high blood glucose was treated with a manual shot. At the time of the report, the customer's blood glucose was 99 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-40386.